Event description:
Patient was in operating room with finger fracture. While fixing the fracture, noticed part of the drill bit broke inside the ring finger metacarpal. Intentionally retained as more of a risk to remove.